Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported detached/damage silicone valve. The reported leak was due to the silicone valve detachment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted into the atrium. Upon inserting the clip delivery system (cds), the hemostasis valve was damaged and air was introduced into the sgc each time the clip was introduced. It noted that the silicone part of the valve was observed dislodged. Therefore, the device was removed and replaced. Two clips were then implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.